Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and an endoscopic needle holder was used. During the procedure, the needle holder would not release when clamped down on suture. There were no adverse patient consequences reported.